Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep stated that the patient claims their battery is getting hot when the stimulation is off, and they aren¿t charging the battery. Patient services reviewed evaluating the pocket area and possible causes for feeling heating in the pocket area. The rep noted they will follow-up with the patient¿s doctor. No further complications were reported.